Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly examined. Complete lead was returned. Visual observation indicated that the lead¿s conductor coil was deformed. The coils have been decompressed around the circumference. Further, there was a cut noted in the insulation from the terminal pin. The insulation was also indented around the circumference. There was a blood/bloody fluid noted in the lumen. Field allegation of high pacing thresholds could not be confirmed. The lead passed all electrical testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information from the field representative indicates that the cause of the high pacing threshold was the exit block. This rv lead was explanted and new lead was replaced. No additional adverse patient effects were reported.